Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 30¿s mg/dl at the time of incident and current blood glucose level was 80 mg/dl. The customer performed troubleshooting and reported that the insulin pump was programming accurately. The customer was treated with food for low blood glucose level. The drive support cap was normal. The customer alleged insulin pump was over delivering as even after doctor adjusted insulin pump¿s settings the customer's blood glucose level was low. The customer also reported that the reservoir was showing less insulin than what was shown on the status screen. The device will return for analysis.